Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the label shows 449.915s, lot 3373620. When the surgeon opened this package in the operation, he found it included seals described for another device label. (449.915s, lot 3373620). Package and description sheet received and sent july 15,2013. This is report 1 of 1 for complaint (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the parts were manufactured in (B)(4) as non-sterile parts, lot number 6266857. The device history review completed on 7/23/2013 indicates no abnormalities with the manufacture, piece counts, parts tracking or packaging and labeling. The additional evaluation investigation completed on 1/13/2014 reported the failure could be detected as a mix-up labeling failure, through-out the labeling process. The labeling process for this screw would now be provided by an external supplier. The complaint was determined to be valid.